Manufacturer narrative:
H3 other text : devise not available.

Event description:
Reached out to consumer who stated, no insulin flow when priming. Stated, he primes 2 units. No samples are available. Cl email details copied below. Initially called in on 12/28/2023 and I put him through to our complaints team who were in a meeting per their automated voicemail he called back in again today in which they automated voicemail stated they are still in a meeting to ¿better serve our customers¿¿ states that 30% - 35 % of the pen needles he gets are faulty. Item description: bd nano 2nd generation pen needle 4mm x 32 g ref: 320574 lot #: 3032983.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.